Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals did not load. The physician's assistant squeezed on the wings, pushed the delivery tube in, let go of the wings, pulled out the delivery tube and the seal remained in the window of the loader device. A second seal was loaded with the same result. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: after the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).